Manufacturer narrative:
The meter and test strips were returned for evaluation. Test strip lot # 1020214287 expiration date: 10/2016 control solution lot # 1030713254 82-127 mg/dl. Per label copy/package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. The consumer's complaint could not be confirmed. Failure analysis of the returned nova max link blood glucose monitor and nova max plus blood glucose test strips was unable to duplicate the consumer's alleged deficiency. The returned products were found to perform within specification.

Event description:
The consumer called into customer care concerned about, "...her low blood glucose readings today..." The consumer reported she has not eaten anything since breakfast at 8:30am this morning. At 11:53am the consumer received a result of 23 mg/dl on her blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 59 mg/dl. Based on these results, the consumer consumed two (2) glucose tablets to help raise her blood glucose level. At 12:34pm the consumer performed a blood glucose test getting a result of 67 mg/dl. At 12:52pm the consumer performed a control solution test getting a result of 121 mg/dl showing the test strips to fall in range. ((B)(4)).